Event description:
While transporting an in-use anaerobic jar, the jar exploded injuring the person carrying the jar under her arm. Injuries incurred are unk but individual was sent to the emergency room for treatment.